Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was returned for evaluation. The event was not duplicated during testing, however, the device was found to be affected by damaged and corroded sockets. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device overheated. There was patient involvement; no patient impact.